Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 296mg/dl, 230mg/dl. Tests were done within 30 seconds with a difference of 22%. Pt did not experience any adverse events. "Customer did not experience any adverse events. "Customer did two tests within 30 seconds of each other, used same finger." No further info has been reported.